Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). On (B)(6) 2016, fse arrived at the site to address the reported event. Inspection of the device revealed a clot from the peek tubing to the filter. Fse replaced the peek tubing then turned the pump on. The pressure reading was 8.34 mpa. There were no further reports of high pressure alarms. The customer was subsequently able to run quality control (qc) and patient samples with no errors. No further action was required by the field service. The most probable cause of the reported event was due to clogged peek tubing.

Event description:
On (B)(6) 2016, the customer reported high pressure alarms after placement of a new column with their g8 analyzer. Technical support (ts) advised the customer to remove the main power and replace the prefilter. With the prefilter removed, the pressure immediately increased to above 20 mega pascals (mpa). Also, when the waste valve was open, pressure remained at zero. However, when the valve closed and with the filter removed the high pressure alarm recurred. On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.